Event description:
The pt underwent a successful carotid stenting procedure in 2008. On january 16, 2008, the pt suffered a neurological event of behavioral change. The onset was sudden. Recovery was partial with minor residual effects. The diagnosis was a possible tia. A female was consented to the study on the same day. The index procedure was completed on the same day, and pt was asymptomatic. The target lesion location was the proximal right external carotid artery. There was no occlusion of the contralateral carotid. Target lesion diameter stenosis was 90%. Total length of stented segment is 30.0. Qualitative lesion calcification and vessel tortuosity by visual inspection was not documented. Geometry of the lesion was described as eccentric. Pre-dilatation was performed. The final target lesion percent diameter stenosis was 5. An angioguard distal protection device was used, which was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device, there was no debris found in the basket. A precise stent was inserted for treatment of the target lesion. There was no malfunction of the stent. The procedure was completed. The pt was neurologically intact when taken from the angio suite.

Manufacturer narrative:
Status post carotid stenting procedure, the pt became hypotensive and bradycardic and was placed on dopamine. The pt responded quickly, and the pressors were discontinued. The pt was noted to have a low cortisol level. She was given IV steroids and quickly tapered down to p.o. Oral steroids. The pt was transferred to the telemetry floor in 2008 and became acutely confused during the night and combative. There was a questionable right facial droop. Neurology was consulted secondary to the acute confusion. Seroquel was started. The pt underwent a CT scan of the head, which revealed some atrophy, but no mass or acute hemorrhage. A repeat CT was performed on two days later, which showed mild to moderate cortical atrophy, no infarcts or hemorrhages. The pt was discharged home on the next day in stable condition. The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.